Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead had significantly elevated thresholds with no apparent cause. Chest x-ray revealed no fracture, normal impedance and sensing. The lv lead was explanted and is no longer in service. No additional adverse patient effects were reported.